Event description:
The customer reported a ventilator mounted on a cart stand had been obtained for use from a rental agency. The ventilator was put into use on an intubated patient in ICU. When the ventilator was moved during an xray, the customer reported the ventilator cart base cracked and the ventilator started to fall and hit the bedside rail. The ventilator was caught before it hit the floor. The customer reported there was no patient harm. The cart was no longer useable and was returned to the rental agency.